Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for a leak in the steerable guide catheter, which has the potential to cause or contribute to patient injury. It was reported that during preparation of the steerable guide catheter dilator, the device leaked at the hemostatic valve. The connections were tightened; however, the device continued to leak. The device was not used and there was no patient involvement. A second sgc was used and one mitraclip was successfully implanted. The degenerative mitral regurgitation was reduced from grade 4 to grade 2. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The complaint device was not returned and may have aided in the determination of the root cause. A review of the lot history record revealed no non-conformances issued to the reported lot that would have contributed to this event. A review of the complaint history identified one similar incident for dilator leak. An expanded review was conducted that identified an issue potentially related to manufacturing. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.